Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response. The unit came in for oxygen error. The complaint was confirmed with the data log, multiple sieve life warning and o2 low that caused by zeolite contaminated too much absorbed moisture. Dirty inlet filter due to dust. Scratch uip and top housing is probably rough cleaning. Lower housing torn mount due to compressor vibration.

Event description:
It was reported that the patient was experiencing shortness of breath and their device was displaying the low oxygen error message. It was noted that the patient had replaced their device columns recently. As a result, a replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.